Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the catheter was replaced, the patient then experienced discomfort, and an echocardiogram revealed a pericardial effusion. The patient then underwent cardiac surgery as a result of the pericardial effusion and tamponade.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 230408806); product type: 0627-cables and accessories. Product ID 2af283 (lot: 24089); product type: 0624-arctic front catheter. Product ID 2af283 (lot: 24089); product type: 0624-arctic front catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, blood was visible in the balloon catheter. The balloon catheter was replaced and the procedure could continue, however pericardial effusion and tamponade were detected. The case was aborted and it is unknown if additional hospitalization was required or if interventions took place. No further patient complications have been reported as a result of this event.